Event description:
A malfunction identified by code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.